Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff could not be deflated after inflation. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one product was returned and evaluated. The reported condition was not confirmed. Visual examination shows no sign of any defect. The returned unit inflated without any issue. The reported condition was not confirmed. Product met medtronic specification at time of evaluation. The investigation found the device to function normally. No relationship to the reported condition could be established. No new formal investigation is required, the event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.